Event description:
Procedure type: thoracic. According to the reporter: the device cut but did not staple. The staples came out but were not shut at all. Consequences: haemorrhagia, hemostasis by thoracotomy, extended time of surgery, extended time of hospitalization for the patient.

Manufacturer narrative:
(B)(4).